Event description:
The customer reported that several days after a hysterectomy in which a ligasure device was used, the pt returned to the or for an exploratory laparoscopy. At this time, it was discovered that the pt had a fistula on the ureter and had to be reoperated on. It has been reported that the pt has fully recovered. No further info available from the site.

Manufacturer narrative:
The site has indicated that the incident sample is not available for investigation. If additional info pertinent to the incident is obtained, a follow-up report will be submitted. We are working in conjunction with covidien's medical director to develop a list of questions to send to this site in order to better understand this incident.